Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited abnormally low pacing impedance. The lead was removed and replaced. The patient was stable.